Event description:
It was reported that the patient began getting increased crepitus in knee (right). Attempted nsaids, no improvement. Led to arthrotomy (right knee) in 2008 with extensive synovectomy, removal of poly and replacement with thicker poly plus removal of previous patellar button and replacement of new.